Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented to the operating room for device change out for normal eri, externalized conductors were found on the lead. No electrical anomalies were detected. The patient will continue to be monitored.